Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue while wearing the adc device. As a result, the glucose alarm did not sound and customer experienced symptoms of hypoglycemia described as feeling tired, threw up, headache and a loss of consciousness. Customer was unable to self-treat and received third-party intervention (mom) who called a healthcare professional (ambulance) provided a glucose injection for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.